Event description:
Caller reported that a malfunction occurred on the pump, which was exposed to extreme heat. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.